Event description:
Information was received indicating that two tones beeping, and a no disposable clamp tubing alarm was noted with a smiths medical cadd cassette reservoir. It was also reported that an evidence of air in system was noted after cassette burping. No adverse effects were reported.